Event description:
Report received of air in the tubing set above and below the filter. The customer reports that the tubing set had been primed with tpn without problem. The tpn infusion had been initiated. The pump started alarming (alarm unspecified). The nurse then noted that there was air above and below the filter. It was unknown to the reporter how long the set was in use before the air was noted. There was no report of air having reached the patient. The tubing set was changed. The customer's routine is to change the tpn tubing sets every 24 hours. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.